Event description:
A surgeon reports that one of their patients is experiencing visual disturbances described as starbursts at night. The reported symptom began following intraocular lens implant surgery. Additional information has been requested.